Event description:
Same case as MFR# 2134265-2008-04735. It was reported that during a renal angioplasty procedure, a vessel perforation occurred. The eccentric lesion was located in the right renal artery. The 7 x 2 x 90mm cutting balloon (otw) was inflated within the 7 x 19 x 90mm express sd stent and a vessel perforation occurred. An unspecified balloon was inflated, which stopped the bleeding. No further complications were reported. The patient's condition was reported as "stable". Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.